Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was observed that the atrial lead failed to capture. Subsequently, x-ray imaging confirmed that the atrial lead had become dislodged. The physician elected to perform a lead repositioning procedure, which was carried out on (B)(6) 2026. The patient remained in stable condition.